Event description:
The reporter stated that the surgeon inserted an aq2003v three piece silicone lens and the lens tore. The incision was enlarged to remove the lens and another lens was inserted. A suture was required to close the wound.

Manufacturer narrative:
H6: results: visual inspection of the returned product showed that one lens haptic is torn off and missing. Clear surgical residue/debris on the product. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.